Event description:
Dreamwear full face mask cushion & magnetic holding clips. This happened last night - and it has happened at least 3 times before. I have only had this brand-new cushion about a week. For no reason, and randomly - when you put the mask on, it the air will just blast at high speed through the magnetic area. There is a major leak - and once it starts - it's over, there is no resolving the problem - and you have to take off the mask - and hope you have a new one. Usually, it will last at least a month, but this one was brand new, and is done in less than a week - and I have no replacement, which means no sleep that night, and a bad next day. Now I have to drive all the way to charlotte to get a replacement, as it takes days if not weeks to re-order. The air is escaping through the magnet hole area, even though the magnets are secured properly. It usually only does this on 1 side...generally the right side. This must be a defect, as it has happened to me many times, and I usually only order 1 mask at a time, so it is not 1 batch....it has been multiple different shipments. I order my cushion from amazon, but the mask says the brand is philips, it is not a knock-off. I have googled this problem, and many people are experiencing the same issue. I also found out this item has been recalled, so why is it still being sold?